Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. After internal reviewing of the imaging, the procedural tee images of (B)(6) 2024, there is confirmation of air present in the left heart chambers after the insertion of edwards gs (guide sheath) and removal of the introducer and guidewire. The source of air bubbles appears to be the gs, although low confidence due to poor quality imaging resolution, inaccurate view planes and limited imaging of the edwards gs catheter, it's tips and lumen. The edwards gs was bailed out and the procedure was aborted. The final images demonstrate normal lv and rv systolic function with resolution of air bubbles which are no longer seen in the left heart chambers. The complaint for device not completely de-aired during flushing and preparation was confirmed with objective evidence via air visualized in returned imaging. A DHR review of the lot in question revealed no non-nonconformances related to the event. Follow-up discussions with the clinical specialist revealed no identifiable use errors or potential defects with the device. No defects or damage were noted on the returned device. The device passed all functional testing and simulated use tests were not able to replicate the event. Potential root causes for the presence of air may include: -omission of a flushing/de-airing step -improper stopcock/syringe technique -air from an alternative non-pascal device, fluid line, or procedural step however, a true root case was unable to be determined.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position by right femoral vein. During the procedure, air was introduced in the patient leading to hemodynamic instability. Transseptal puncture was mid posterior with a floppy septum with no apparent difficulty. The guide sheath was inserted approximately 2cm in the left atrium. After pulling the wire back into the introducer, the wire and introducer were removed as one unit. Air bubbles were then visible in the left atrium, left ventricle and aorta. The pascal ace was inserted, loader pulled back and blood (80ml) was aspirated per standard practice. However, air bubbles were still present. The patient developed st-elevation and hypotension. Inotropes were given IV. The procedure was aborted and the patient was sent for imaging studies. CT, confirmed no air emboli in the cerebral vasculature and no lung perforation was visible. Tee excluded pericardial effusion and no air presence in the left atrium, left ventricle and aorta. Per report, the patient is stable without neurological deficit.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.